Event description:
As reported: "the long nail was implanted in pt on (B)(6) 2024. Pin in pt broken off in (B)(6). Pt ok again ((B)(6) 2024) to replace long nail."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged issue. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. There is heavy plastic deformation observed on the medial edge of the distal portion of the nail where the lag screw rests and on the medial side of the posterior web, indicative of high axial loading. This is also evident by presence of heavy lag screw bearing marks on the lateral edge of the proximal segment, superiorly. The fracture appears to have started from the lateral edge on the posterior web and progressed towards medial. The fracture pattern resembles a fatigue fracture, evident by visible lines of rest progressing from lateral to medial, relatively smooth fracture surface on initiation side (posterior web) and abrupt feature on the other side. The shiny surface on the medial edge also indicates towards a fatigue fracture (gradual separation of segments while rubbing over each other). The breakage initiated in a fatigue manner and broke instantaneously from the other side due to high tension and loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the provided information, it can be said that the nail broke from the proximal hole due to a fatigue fracture. The likely reason for it could be attributed to overloading, not excluding any other patient related factors. An exact root cause cannot be determined until more information like patient information and medical records are available for further evaluation. Possibility of an adverse effect of the metastases as suggested in the additional information, cannot be ruled out, but exact details must be required for a proper assessment. For this, the IFU has specified contraindication: ¿bone stock compromised by disease, infection or prior implantation that can not provide adequate support and/or fixation of the devices. Other medical or surgical conditions which would preclude the potential benefits of surgery.¿ the IFU also indicates the user that: ¿the patient should be warned that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity or trauma, and that the device has a finite expected service life.¿ if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the long nail was implanted in pt on (B)(6) 2024. Pin in pt broken off in (B)(6). Pt ok again ((B)(6) 2024) to replace long nail."